Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily tortuous and heavily calcified. The hi-torque balance middleweight (ht bmw) universal ii guide wire failed to cross the lesion. It was replaced with another guide wire which passed through the lesion. The same ht bmw universal ii guide wire was then used again and the coils were unraveling during withdrawal. There was slight resistance felt during withdrawal. Another bmw universal ii guide wire was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported break was unable to be confirmed; however, there was noted coil and ribbon detachments. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. As the guide wire was used again, during withdrawal interaction with the heavily tortuous and heavily calcified anatomy resulted in the reported difficulty to remove. Manipulation of the device resulted in the noted stretched coils, the noted twisted ribbon and ultimately resulted in the reported break/noted detachments (ribbon, coil). There is no indication of a product quality issue with respect to manufacture, design or labeling.